Manufacturer narrative:
(B)(4). Concomitant medical products: unknown patella component catalog # unknown lot # unknown, unknown femoral component catalog # unknown lot # unknown, unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates the patient had a history of patella bone fracture and procedures for infection; however, the medical records provided were for procedures that occurred prior to any tka devices being implanted. No medical records for primary tka or related follow-up procedures were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001822565-2020-00669. 0001822565-2020-01438. 0001822565-2020-01440. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 10 years ago. Subsequently, the patient is experiencing pain. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Event description:
From additional information, it was reported that the patient has allegedly had x-rays performed which suggested an extra bone in the patella area. Further, the patient was prescribed a pill to take for seven days and physical therapy.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.